Event description:
It was noted that the blade was damaged. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. When preparing outside the body, it was noticed that the blade was exposed as it was inserted onto the wire. The procedure was completed with another of the same device. No patient injury as there was no patient involved.